Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H2: corrected data on: h6 (health effect - impact code).

Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, an unused device was received. A visual inspection of this device revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and both implants returned in the channel ready to deploy. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an acl reconstruction and meniscus repair procedure, after t1 of the fast-fix was deployed successfully, the t2 was already deployed before the deployment knob was depressed. The procedure was completed using a back-up device. There was a delay of 20 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).